Event description:
This rv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead's pace impedance was out of range. Noise was also noted in one of the episodes in (B)(6) 2017. The physician was dr. (B)(6) consultants in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).